Event description:
The report stated that the pt received a full thickness burn at the corner of the mouth while addressing a tonsil bleed. They were using a storz bipolar forceps (non-valleylab product) to cauterize. The metal bipolar forceps were touching the inner corners of the pt's mouth during the activation of the electrosurgical unit and caused some non-target site burns. The pt was sent to burn center. The biomedical engineer at the site has checked generator. It met specification and was put back into service. The site will not be sending the generator to the manufacturer for further eval.